Manufacturer narrative:
Additional information: b5, b7. B5: upon follow-up, the additional information was received. It was reported that the patient recovered from all events and was discharged from the hospital. It was reported that vancomycin and ceftazidime were discontinued on the same day of discharge from the hospital. One day after discharge, the patient was given meropenem injection (unspecified frequency and route, ongoing). The retraining has been completed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain, and constipation. It was reported that the patient was hospitalized for another indication. The day after the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, 96 hourly) and ceftazidime injection (1gm, intraperitoneal, once daily) for peritonitis. At the time of the report the treatment was ongoing. It was reported that retraining was done for the patient. It was reported that the patient recovered from constipation and was recovering from cloudy effluent and abdominal pain. At the time of the report, the patient¿s retraining was pending. Pd therapy was ongoing.